Event description:
It was reported that during a surgical procedure, the drill bit broke off into right mandible. It was also reported that the user was unable to retrieve the broken piece and there was no harm to the pt. No further was provided.

Manufacturer narrative:
The drill bit subject to this investigation was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.